Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, resulting in two instances of inappropriate shocks and antitachycardia pacing (atp). The rv lead was explanted and successfully replaced. The patient was stable.